Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had blood glucose level of over 400mg/dl when they left training. It was reported that the customer returned to the doctor's office and started a new set. No further information provided.